Manufacturer narrative:
A1: the patient's identifier is (B)(6). E1 (initial reporter address 2): (B)(6). H6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. H11: the returned speedband superview super 7 was analyzed (handle assembly only), and a visual evaluation noted that the returned handle had marks of the trip wire indicating that it was secured. No problems with the device were noted. The reported event of bands premature deployment cannot be confirmed. Upon analysis on the returned component, the handle had marks of the trip wire indicating that it was secured. This event cannot be confirmed because it happened during the procedure and this problem would only be able to be seen during the procedure and there were no photos or evidence showing that the bands got deployed prematurely. Based on the available information and the product analysis of the returned component, it did not identify any evidence of either the alleged problems. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure to treat varicose veins performed on (B)(6) 2024. The bands were still in place and stuck after the ligator device was assembled onto the scope. During the deployment, multiple bands were deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure to treat varicose veins performed on (B)(6) 2024. The bands were still in place and stuck after the ligator device was assembled onto the scope. During the deployment, multiple bands were deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1: the patient's identifier is (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.